Event description:
"In nutritional mode, the reporter noticed air leak in cassette. At the end of the infusion they noticed 5% to 20% difference between the volume programmed and the volume really infused." The device was disconnected and removed. Although requested, no additional information has become available.